Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 3708240 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID 3998 lot# la9461, implanted: 2002 (B)(6), product type lead (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had been explanted and replaced due to electrodes 8 - 15, the only electrodes connected, having impedances >10,000 ohms. When impedance measurement settings were changed to 1.5 v, impedances dropped to 7700 ohms except electrode 1 which was 11,000 ohms. It was also reported that the time between recharge sessions decreased from roughly every 2 weeks when ins was first implanted to every 2-3 days in the year prior to the report. Patient status at time of this report was noted as alive with no injury/no adverse event. It was stated that there were no patient symptoms/injuries related to this event. Upon ins replacement, impedances were in 700-800s of ohms. It was stated that the patient had good stimulation coverage. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of neurostimulator model 37712 lot # nkf701120h, showed no significant anomalies and was functionally okay with good stable output seen.